Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 29mm sapien 3 valve in the aortic position, even with proper prep, the 29mm commander delivery system would not go any further than just entering the 16f esheath plus and then the sheath crumpled. The team ended up bringing everything out together without issue. The vessel closed just fine. The team believed the problem could be as they were removing over the extra small safari wire, the wire got pulled back just to the tip of the ds but was exposed. As the tip entered the sheath curve the wire engaged the sheath, caught, and tore the tip pulling it down and crumpling the sheath. The team switched to j wire and tried but damage was already done. The case was completed without further issue or patient injury. Per pre-deco evaluation multiple kinks on strain relief of sheath were noted. Per preliminary evaluation of the returned device, the sheath distal tip was split.

Manufacturer narrative:
Corrected h.6 component codes, health effect impact code, type of investigation, investigation findings, and investigation conclusions. The esheath plus introducer sheath was returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and no events were found related to any manufacturing non-conformances or labeling/IFU deficiencies. During manufacturing of the esheath plus introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. During a visual examination of the returned sheath, the liner was fully expanded and distal tip opened. The liner was partially delaminated approximately 5.5'' from strain relief, 1.5'' in length. Liner stretching approximately 6'' from the strain relief, 1'' in length, was seen. Sheath shaft kinks were noted approximately 3'', 5.5'', 6'', and 7'' from strain relief. The distal tip was scratched, split, and open along the axial score line. Due to the nature of the complaint, no functional or dimensional testing were able to be performed. The event was confirmed through visual examination. The ifus, device preparation manual, and procedural manual were reviewed. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. Additionally, since no edwards defects were identified, no corrective/preventative actions are required. The sheath issues were confirmed by evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported ''even with proper prep 29 commander delivery system would not go any further than just entering the 16f esheath plus and then the sheath crumpled. We ended up bringing everything out together without issue. Vessel closed just fine and patient is doing great. We believe the problem could be as they were removing over the extra small safari the wire got pulled back just to the tip of the ds but was exposed. As the tip entered. The e sheath curve on the wire engaged the sheath, caught and tore the tip pulling it down and crumpling the sheath. We switched to j wire and tried but damage was already done. The case was completed without further issue or patient injury.'' Per product evaluation, the liner was fully expanded, and the distal tip was opened. The liner was partially delaminated 5.5'' from strain relief, for a length of 1.5'' and there was liner stretching in the same region. Sheath shaft kinks were present approximately 3'', 5.5'', 6'', and 7'' from the strain relief. The distal tip was scratched, split, and open long the axial score line. Sheath shaft kinks can be indicative of access vessel tortuosity and/or excessive device manipulation, while scratches can suggest presence of calcification. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.'' Tortuosity and calcification can create sub-optimal angles, which can lead to non-coaxial alignment between the devices and lead to friction. If the guidewire position was lost and got caught on the sheath tip and liner, it could lead to the tip split and liner damage that was observed. Additionally, sharp nodules of calcification can damage the tip through direct interaction during sheath insertion. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation, guidewire caught on sheath tip) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.